Manufacturer narrative:
The harmonic ace curved shears insert accessory has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted surgical procedure, while the harmonic ace curved shears instrument with the insert accessory installed was in use, the scalpel on the insert accessory broke off and fell into the patient. Per the information provided, the broken accessory piece was retrieved from the patient. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported failure mode could likely cause or contribute to an adverse event. It is unknown what caused or contributed to the insert accessory breakage.

Event description:
On (B)(6) 2016, intuitive surgical, inc. (Isi) received a medwatch report with the patient identifier (B)(6) with the following event description: during use of da vinci harmonic scalpel, the tip of the scalpel broken within the patient. All pieces of the broken harmonic were retrieved.